Manufacturer narrative:
D10: (B)(6) 320-31-36 glenosphere, 36mm. (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-35-01 - small glenoid plate. (B)(6) 322-10-05 - humeral adapter tray, +5. (B)(6) 322-36-00 - 145-deg pe 36mm hum liner +0. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) a10012 - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right tsa (total shoulder arthroplasty) was revised due to dislocation. The patient was experiencing pain. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b. Please disregard the dates in d4 and h4. The specific device was not reported; therefore, manufacture/expiration dates cannot be determined. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.